Manufacturer narrative:
(B)(4). The third party service agent has evaluated the device but has been unable to duplicate or verify the reported failure. Physio-control continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
The customer reported while attempting to power the device on to monitor a patient's blood pressure, the device could not complete the boot up cycle. The customer attempted this twice and the device would not power on completely either time. The patient was then transferred to the local hospital. The patient did not suffer any adverse effects as a result of the reported failure.

Manufacturer narrative:
The third party service agent replaced the main keypad assembly as a precaution and observed proper device operation through functional and performance testing. The device was then returned to the customer for use. The removed main keypad assembly was further evaluated by the failure analysis center and the reported failure could not be verified. The cause of the reported failure could not be determined.